Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device failed to discharge. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the device performed to specification. The device passed bench handling and full defib functionality testing. The device was recertified and returned to the customer. Review of the device activity logs confirm that the device detected an open (invalid impedance) and did not meet the criteria to perform a discharge. The log indicated that the device was connected to CPR stat pads, which do not have a short to perform a 30 joule self test. The device was performing within specifications. Analysis of reports of this type has not identified an increase in trend.